Manufacturer narrative:
The user reported incompatibility issues. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 plus phone with an ios operating system version 18.3.1, app version 2.12.0.8319. Due to the reported issue, the customer did not receive a low glucose alarm and experienced symptoms described as dizziness, fainting, a loss of consciousness, and was unable to self-treat due to their symptoms. It was indicated that the customer was transported to the hospital and received an unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 plus phone with an ios operating system version 18.3.1. Due to the reported issue, the customer did not receive a low glucose alarm and experienced symptoms described as dizziness, fainting, a loss of consciousness, and was unable to self-treat due to their symptoms. It was indicated that the customer was transported to the hospital and received an unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. Section d. Suspected medical device and g4 - PMA/510(k)# has been populated for the freestyle librelink ios application as this report concerns a spain customer. This is same/similar to us freestyle libre 2 ios application, model number 71926-01. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The user reported missing low glucose alarm due to app compatibility issues. The reported issue was investigated. The reported configuration was not compatible with the customer's reported application. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. As the compatibility guide is provided to the customer and the incompatible configurations were used, this complaint is not confirmed to use. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly submitted in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An application compatibility issue was reported with the abbott diabetes care (adc) device in use with an iphone 16 plus phone with an ios operating system version 18.3.1, app version 2.12.0.8319. Due to the reported issue, the customer did not receive a low glucose alarm and experienced symptoms described as dizziness, fainting, a loss of consciousness, and was unable to self-treat due to their symptoms. It was indicated that the customer was transported to the hospital and received an unspecified treatment from a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.